Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and was experiencing high blood glucose levels. The customer¿s blood glucose was 450 mg/dl at the time of incident. The customer decline to trouble shoot for high blood glucose levels. Customer stated that the insulin pump buttons are not responding and display is blank. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not being replaced and is not expected to return for analysis, customer has received new pump but is waiting until (B)(6) to use it.